Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer encountered a self-test failure on two endoscopes when they were connected to the endoscope controller (ec). The technical service engineer (tse) reviewed the system logs and found errors on the endoscope controller (ec) and endoscopes (B)(6) and (B)(6). The tse had the customer clean the endoscope connectors, hard power cycle, and reseat the cables, but the issue persisted. The customer converted the case from single port to laparoscopy. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the ports were placed when the issue occurred. It was confirmed that the ports were not increased and the patient tolerated the conversion from single port to traditional laparoscopy without issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The system generated an error, and the endoscope could not display images. Endoscopes with serial numbers (B)(6) and (B)(6) generated an error message after being connected to the system and failed the self-test. Using a spare endoscope resolved the issue. The endoscopes with these serial numbers were tested on the training system at the training center and the same fault occurred. The training endoscope worked normally, so this is called a repair endoscope fault. It is recommended to replace the endoscope to eliminate this abnormality. The system was tested and verified as ready for use. Isi did not receive the product for failure analysis evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis. The endoscope was confirmed to have loss of vision. The reported issue was confirmed via customer logs but not replicated during in-house testing. A review of logs showed error codes: "lost surgeon", "frozen surgeon video", "communication error", "illuminator error", "temp sensor failure", "power failure", and "power warning". The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The qap (quality assurance procedure) was performed and passed. No functional or vision problems were observed. Focus test, endoscope recognition, color recognition, and precise motion testing passed. A visual inspection was performed and there was no physical damage on the exterior or interior of the camera. The 1st edt test was performed and passed. The leak test was performed and passed. The endoscope passed visual inspections including the manifold membrane inspection.